Event description:
It was reported that when the asymptomatic patient presented in clinic for a routine follow-up, device interrogation revealed multiple episodes of inappropriate mode switching. Far r-wave oversensing was also observed. The patient will continued to be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.